Event description:
The customer reported the system was stuck in the lateral position and could not be manually manipulated. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The pin, coupling, and shaft were replaced. The system was then found to be operating as intended.